Event description:
A administrator/supervisor reported that during a cataract extraction with intraocular lens (iol) implant procedure, lens optic (visual axis) was damaged when it was implanted into the posterior capsule. The lens was cut and replaced with a new one. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).